Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the sjm representative met with the patient and lead diagnostics indicated high impedances. Additionally, the patient's system was auto reducing. Reprogramming was not successful. A lead fracture is suspected due to the patient having suffered a series of falls over the past few months. Surgical intervention will be taken at a later date to address this issue.